Event description:
It was reported that three days after the ventricular lead was implanted, a cardiac perforation was confirmed. The right ventricular lead was removed by open heart surgery and an epicardial lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.